Event description:
In august 1986 rptr had a bilateral subcutaneous mastectomy and reconstruction with silicone saline expanders. In september she had drainage from right breast. The expander was coming through the skin and had to be removed. In october her left breast started draining. The doctor found a serratia infection and left breast expander had to be removed. In february 1987 she had breast implants inserted. The result was her left breast was hard as a baseball and her right breast developed an infection below the nipple. She started bleeding later that year and was returned to surgery. She was given 4 pints of blood. She woke up during this time in surgery, had a seizure. Two days after leaving the hospital, the right breast started draining. The doctor found serratia. After treatment the right implant had to be removed. In april 1989 she contacted the doctor for further reconstruction. At this time she had no implant in her right breast. She also had severe scarring and capsular contracture. She had surgery where left inframammary scar was removed. An intact bi-lumen 285 cc implant was removed and a 385 cc gel-filled implant was placed in her left breast, right inframammary scar and skin paddle were removed and a 600 cc tissue expander was placed in the pocket and filled to 200 cc. In november the doctor removed the right breast expander and replaced it with a permanent implant. Scarring and hardness problems continued. Results were unsatisfactory. In 1989 she had surgery for scarring problems, hardening, and relief of continued pain. Results of this surgery were unsatisfactory. In 1990 she had hardness of implants, prolonged pain and stiffness of joints continued. In 1991 removal of right breast and replacement with a transrectus abdominus myocutaneous breast flap. In september she had nipple reconstruction. She developed serratia. In december 1992 she almost died of bacterial spinal meningitis. The dr said it was menningococcal serratia meningitis.